Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained sample of the same lot number 3621e were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Burns related to defibrillation are an expected outcome in accordance with the IFU. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician repositioned the pads repeatedly. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.